Event description:
It was reported that 10 min after the last bp and safety check, blood was found under the pt's chair. The venous bloodline had separated from the arterial port of the aspc (lines were reversed due to insufficient blood flow). The pt was alert, vital signs stable; he was given 500cc nss. Pt continued treatment and went to hosp after treatment for transfusion of 2 units packed red blood cells. Blood loss estimated to be 500cc. Stat cbc drawn.